Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine sparked and smoked. The field service technician (fst) found the power supply to be ¿bad¿ and replaced the power supply. The fst verified all operations. There was no patient involved. There was no harm reported to anyone involved with operating the machine. Additional information was requested but not received.

Manufacturer narrative:
Correction: d.9., g.2., g3. In the initial medical device report the g.3. Date should have been 8-12-2022. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power supply and verified all operations. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified a bad power supply. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine sparked and smoked. The field service technician (fst) found the power supply to be ¿bad¿ and replaced the power supply. The fst verified all operations. There was no patient involved. There was no harm reported to anyone involved with operating the machine. Additional information was requested but not received.